Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 424 mg/dl. The nurse stated that the customer was hospitalized for diabetic ketoacidosis. The customer was treated by IV insulin. The customer was unable to troubleshoot because he removed the infusion set and the cannula was bent. The customer was advised to change reservoir as soon as possible.